Event description:
The customer reported to a baxter representative a condition of one vented administration set that was alleged to be unable to vent. There was no report of patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is currently available.

Manufacturer narrative:
(B)(4) - writer is still attempting due diligence in an effort to obtain any additional information regarding the reported condition. It is unknown at this time if the sample will be made available for evaluation. Should any additional information be made available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4) - the reported condition could not be confirmed, and therefore, no assignable cause could be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Should any additional information be made available, a follow-up MDR will be submitted.